Manufacturer narrative:
Age at time of event: 18 year or older. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75mm x 12mm quantum maverick balloon catheter was selected for use. However, it was noted during unpacking that the balloon delivery shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Although it was reported that the device was not used, the presence of blood and contrast media in the inflation and guidewire lumens is indicative of handling beyond simply unpackaging/preparation the device, as was reported. The shaft, hypotube, and bonds were microscopically and visually examined. There were numerous hypotube kinks throughout the device. There was also, a complete hypotube separation 60cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use. However, it was noted during unpacking that the balloon delivery shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.